Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the internal insulation of the electrode was filled with blood. The sensing on the right ventricular (rv) lead dropped. The lead was explanted and replaced. Upon lead replacement, it was noted the sensing values remained poor. The cardiologist believes, that the enormous difference between the values of the analyzer and the implantable cardioverter defibrillator (ICD) has to do with a defect in the sensing circuit. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory was performed and no anomalies were found.